Event description:
The patient received an incoming call on his mobile phone, and it rang very loudly in his hearing aids, causing him to be startled and feel discomfort. Afterwards, he experienced that his hearing worsen in his right ear, which he associates with this situation. He experienced a loud streaming sound/notification sound in both hearing aids, but only the right ear has experienced reduced hearing afterwards. An audiogram taken on (B)(6) shows a clear change compared with measurements from on (B)(6).

Manufacturer narrative:
The manufacturer received the complaint and initiated an investigation. Normally it is not expected that an exposure to sudden loud noise for a short duration will lead to a permanent threshold shift. The manufacturer requested more information and the devices for technical analysis. (4112) the information received so far from the hcp is that a 30 db reduced hearing was measured at 2khz. Only one frequency is reduced. Repeated audiogram confirmed this finding. The incident happened during christmas 2025 and the hearing test was performed on (B)(6) 2026. The patient had received streamed call notifications before and after this incident but did not experience any other loud sounds. The notification volume setting on the mobile phone is described as normal. The patient is still using these hearing aids. The hcp finds it hard to assess if this event caused further hearing loss but finds it probable. (4109) no other serious incidents due to loud sound/output issue were recorded by sonova since the device launch in august 2024. The manufacturer did not record any trends on the market for this or similar devices. (Analysis of service/maintenance records, b32) this device was not serviced before. The investigation is ongoing and more information will be provided later.